Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2017 with the following findings: review of the black box data revealed evidence of short battery life with record of drastic voltage drop. The battery cap and battery compartment were intact and without damage. The battery cap fit properly to the pump for testing. There was evidence of moisture corrosion in the battery compartment and on the battery cap. Leak testing revealed moisture ingress through the audio bolus button. On testing, the pump powered on and ez-prime steps were successfully completed. Electrical currents were evaluated and found to measure within the required specifications. A short battery life issue was not duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.